Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm and motor error. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 292 mg/dl at the time of the incident. The customer stated that insulin exited during a plunger push but during a rewind and manual prime, the no delivery alarm was received. Motor error troubleshooting was performed. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was unable to complete pump rewind due to the alarm. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.